Event description:
Patient reported experiencing elevated blood glucose readings for a few days and his diabetes educator advised him to disconnect from the infusion device as it may not be delivering the correct amount of insulin and to go on to his backup plan. Exact readings were not provided. Patient's normal blood glucose range was not provided. Verified no error messages on the device with the patient. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).